Event description:
The pt called lfs alleging that their one touch basic enhanced meter was prompting the not ok message upon powering on. The meter stopped functioning in 2004. The pt was seen by their nurse 3 days later and a result of 131 mg/dl was obtained. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved. Pt meter and control solution were replaced.